Event description:
It was reported that there were erratic r-waves, positioning difficulty, and a possible perforation. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: all insulators perforated (stylet/guidewire); full lead returned and analyzed. It cannot be determined if the damage occurred at implant or explant.